Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged on the same day of implant. Post-pocket closure, an x-ray confirmed that the lead had dislodged. A revision procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.